Manufacturer narrative:
Items returned for evaluation: pusher, implant and introducer. Items not returned for evaluation: dispenser hoop, shrink lock, microcatheter and v-grip. The visual analysis of the returned items found that the implant coils were severely stretched and tangled, but still attached to the pusher. The investigation did not reveal any premature detachment of the implant. The investigation of the returned coil system found the implant to be severely stretched and tangled, but the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.

Event description:
No additional information received. Please see h6 and h10.

Event description:
It was reported: the coil became difficult to be advanced due to resistance during delivery via the angiographic catheter. When they attempted to retract the coil, it detached unintentionally. They unsuccessfully attempted to push the coil out with a 0.035¿ guidewire. The coil was withdrawn along with the microcatheter and removed from the patient. A new coil and catheter were used to complete the procedure successfully with no patient health damage.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature detachment issue as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.